Manufacturer narrative:
This lead was returned for analysis. This lead was not analyzed as the only observation was related to how the lead physically acted while implanted. There were no tests performed to test the dislodgement.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead got dislodged. The physician tried to reposition this ra lead however due to adhesion and very high resistance at the subclavian level, there was difficulty in advancing and repositioning this ra lead. The physician then explanted this lead. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information indicating that this lead dislodgement was discovered due to loss of capture and high thresholds. The lead was confirmed to have been dislodged via fluoroscopy. No additional adverse patient effects were reported.